Manufacturer narrative:
The criticool was returned for investigation and was tested using our standard operating procedures. Upon receipt, the unit subsequently failed the stress test due to a dysfunctional fan, which prevented the unit from properly dissipating the heat on the heat exchanger. It was determined that with only one fan running, the machine was likely unable to cool the patient as intended. The manufacturing records for this serial number were reviewed and nothing notable was observed. Upon reviewing complaints for the past year, it appears that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported the following: "when using the criticool and the adult wrap, the patient temperature never reached their set point of 36.5 [degrees celsius]. Customer mentioned the wrap was warm to the touch and discontinued care with the criticool the night of (B)(6) 2019."